Event description:
It was reported that a wire on a pk dissecting forceps instrument was loose. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed that one conductor wire is broken at the yaw pulley exit. Wire insulation does not appear cut or melted. The wire may not have been securely attached to the grip, had poor strain relief, and pulled out during articulation of the wrist. Electrical continuity failed. Engineering also observed the distal end of main tube has a 2.5" long section directly above the proximal clevis with material removed. The distal end also has other sections around its circumference with light material removal damaged areas are parallel to tube axis and have a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.